Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens -13.5 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on 06/16/2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container. Visual inspection found no visible damage to lens. (B)(4).